Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the past week the patient had been seeing an icon on their programmer instructing them to call the doctor. For the last three days they had not been able to turn on their implant even though they had charged it. They thought the code was "e022" but did not have the equipment with them at the time of the call. It was reviewed that the patient may have seen the code eos indicating end of service. The patient stated they were starting to feel "heavy" and knew they were going to feel pain really soon. The patient was redirected to follow up with a healthcare provider (hcp). No further complications were reported or anticipated.